Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the bag tore at the bottom corner while retrieving the specimen. The specimen was able to be caught on time not to drop into the abdomen of the patient.